Manufacturer narrative:
Batch review performed on 15 may 2025. Lot 2104783: (B)(4) items manufactured and released on 01/07/2021. Expiration date: 15/06/2026. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability and the cause of the instability was unknown. About 2 years and 8 months after the primary surgery, he surgeon upsized the insert (from 10 to 14mm) and the surgery was completed successfully.